Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medic was not able to separate the stylet from the catheter after insertion. There was also a piece of plastic from the needle that came off during use.